Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been turning on and off. The customer's blood glucose was 263 mg/dl at the time of incident. The customer's blood glucose was 263 mg/dl at the time of call. The customer was unable to troubleshoot due to lost battery cap. The insulin pump will not be returned for analysis.